Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number: 110010241, lot number: 6297939, brand name: g7 osseoti46mm ltd b. Catalog number:110024460, lot number: 707400, brand name: g7 dm metal liner 36mm b. Catalog number: 00771301000, lot number: 63958381, brand name: ml taper kinectiv size10. Catalog number: 00784801200, lot number: 63958196, brand name: modular neck size e. Catalog number: 00801802202, lot number: 63904959, brand name: cocr head +0x22mm. Catalog number: 010000991, lot number: 602010, brand name: e1aa brg 36mm id22mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to hip dislocation and disassociation of the head and bearing approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 h6: component code: mechanical - g04 head visual examination of the provided pictures identified the bearing/head and stem with the bearing showing damage to the outside radius, it is unknown if that damage was caused invivo or during extraction of the device medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: interval dislocation of the right hip arthroplasty reported event was confirmed by review of x-rays provided. Review of the device history records identified no deviations or anomalies during manufacturing . Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.